Event description:
It was reported to philips that the device failed opcheck with a charge button failure, pacer equipment malfunction and shock equipment malfunction. There was no pt involvement.

Manufacturer narrative:
(B)(4).